Event description:
It was reported that customer was in the hospital due to a heart attack and did not use insulin pump for some time. It was reported that after inserting batteries and attempting to rewind, insulin pump continued to receive a battery out limit alarm, off no power, and unexpected restart alarms. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit or off no power anomaly noted. However, the insulin pump alarmed after battery change due to interface board leaking voltage. The insulin pump was received with cracked case at battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.